Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered an st-segment elevation requiring nitroglycerin. After ablation, st segment elevation was noticed. Nitroglycerin administered and st elevation resolved. Procedure completed successfully without further complications. Patient reported to be in stable condition. Patient did not require extended hospitalization as a result of this event. Patient fully recovered and discharged home the following day. Past medical history of paroxysmal atrial fibrillation, congestive heart failure, diabetes, and hypertension. Prior to st segment elevation, smartablate generator displayed temperature intermittently, interrupting ablation which is non MDR reportable because the risk to the patient is low. Cables replaced without resolution. Catheter replaced and issue resolved. Smartablate generator set to power control mode with standard thermocool settings. Temperature cut-off set at 50°c. Sheath used was 8 french medtronic mullins transseptal catheter introducer. The physician believes an air embolism entered the transseptal sheath during smarttouch catheter exchange causing st segment elevation.

Manufacturer narrative:
The manufacturing date (11/16/2015) is incorrect and the UDI# provided in 3500a initial report is incorrect. The correct manufacturing date is 01/15/2016. The correct UDI# is UDI# (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) year old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered an st-segment elevation requiring nitroglycerin. Prior to st segment elevation, smartablate generator displayed temperature intermittently, interrupting ablation. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force features was evaluated and passed. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding temperature intermittence has been confirmed. An internal corrective action was created to address the tc breakage on the tip section for st and st sf. However the root cause of the st segment elevation cannot be determined.